Manufacturer narrative:
The complaint of a partial break in the tubing is confirmed. Upon receipt at bas a partial tear in the catheter was identified and is located at the distal end of the surecuff. A cross section view of the partial tear shows a jagged irregular and granular veneer. The break line is nearly perpendicular with the central axis of the tubing; however, the exact mechanism of damage cannot be determined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. The catheter was in place for approx 65 days prior to the complaint incident. A chr review is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
The recirculation occurred very often. The doctor used the fogarty catheter for removing the blood clot when the device was occluded. Secondary to the recirculation, the x-ray revealed a split of the catheter on the marker. The indwelling period was about 120 days.